Event description:
It was reported that stimulation was in the wrong location. The pt had the lead replaced the prior week. The pt's status was reported as "fair". Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.